Event description:
This procedure is part of (B)(4): a tia was reported. The procedure was performed on (B)(6) 2012. The patient was discharged to home and later had some mild right hand weakness and mild unsteady gait. The patient went to the ER and was admitted for observation. Symptoms resolved in less than 24 hours. The patient recovered without sequelae. Please reference MDR 2183870-2012-00147 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.